Event description:
The taxus over-the-wire stent was not easily fed over 0.014 wire. It was very hard to take off the wire also. The doctor felt that the wire was not the issue because another same size taxus went on the wire easily. The patient was not injured since the device never actually made it inside the body.